Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #515070 lot #unknown. It was reported by customer that blood was coming out of patient's line and caught tubing that had disconnect. Pt using phaseal optima injector (blue top) and phaseal optma connector with blue plastic cap wrapped around both pieces. Verbatim: ¿ se-25-0074844 ¿ event date 3/12/25 ¿ site: lgh ¿ department: xxxxxx ¿ no harm to patient ¿ patient male 3 ¿ product name: phaseal optima injector ¿ brand/manufacturer name: phaseal ¿ product/manufacturer item #515070 ¿ product was not saved ¿ no lot number information ¿ patient has 23.5 hour chemo running through mediport. While patient being held by pt's dad and transferred from couch to bed, father realized blood was coming out of patient's line and caught tubing that had disconnect. Pt using phaseal optima injector (blue top) and phaseal optma connector with blue plastic cap wrapped around both pieces. Father caught line, rn was already in room and paused infusion, no chemo was spilled, blood was noted on pt's bedding. Rn flushed line, checked chemo line, cleaned and restarted infusion. Additional information she out an incident report after the event happened and recorded the material numbers through that form but does not have access to it anymore. During shift change, the connection was secured properly during bedside hand-off. The disconnect happened while pt's father was carry him from the couch to bed and no damage occurred to the tubing. While checking the blue clamp, there was no damage noted. The line was reconnected; it did not touch anything.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.